Event description:
It was reported that during the device change out it was noted that the outer insulation of the lead body is "slit". It occurs approximately 2 inches below the trifurcation and extends for about 4 inches. The insulation was peeled away from the lead. The caller states that the physician may have slit the lead while opening the pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. A medial portion was received measuring 5 cm. Analysis revealed that the overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).